Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an internal review of data transmitted from the implantable cardioverter defibrillator (ICD) indicated that phase one short circuit protection occurred resulting in less than programmed high voltage energy for all high voltage therapy delivered in an episode. Additionally, a subsequent 50 percent drop in pacing impedances for the right atrial (ra) lead and right ventricular (rv) lead, with an out of range (oor) low ra lead impedance warning, were seen along with a decrease in ICD battery voltage. Several days later the device triggered for recommended replacement time (rrt) and several months later reached end of service (eos) and was explanted and replaced with a competitor device. No patient complications have been reported as a result of this event.